Event description:
The event occurred at (B)(6) in (B)(6), USA. Pt has end stage renal disease and underwent implantation of gelatin sealed ptfe dialysis graft (B)(6) 2010. Post-op she had more swelling than expected and fluid around the graft. She was re-admitted with infected ptfe graft which was explanted. On (B)(6) 2010 sealptfe graft was implanted. The graft was tunnelled using a bard av sheath tunneller. Perioperative access flow was 647ml/minute. On post-op day 3 pt had flowing graft and mild swelling and bruising. On post-op day 6 pt had moderate swelling with an access flow of 1023ml/minute. By post-op day 11 pt had a seroma around the arterial limb of the arteriovenous graft associated with severe swelling. Access flow was 993ml/minute. Post-op day 21 swelling was mild over the graft but seroma was still present in axilla. After 6 weeks post-op still swollen and was borderline for cannulation. After 7 weeks post-op there was no cannulation because of swelling and pain. After 9 weeks post-op there was mild swelling and the graft was cannulated twice. There was fluid around graft on ultrasound. Access flow 990ml/minute. On (B)(6) 2010, there was moderate edema over av graft and the graft cannulated with 2 needles for two weeks. Tunnelled central venous catheter removed. On (B)(6) 2010, pt was re-admitted to (B)(6) hospital with graft infection. On (B)(6) 2010, pt was transferred to (B)(6) and graft explored. Graft was still patent and flowing but there was obvious weeping of fluid through the graft adjacent to the arterial anastamosis. There had been no incorporation of the graft at all into the surrounding tissues. Graft was explanted on (B)(6) 2010.

Manufacturer narrative:
Method - will carry out an investigation on the graft when returned. Results: review of mfg & qc records. The mfg and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. The graft in question was contained in master batch of 22 units which were dispatched between march to (B)(6) 2009. This type of swelling, due to seroma formation, is a known complication with eptfe vascular prosthesis. The incidence of seroma is higher in extra-anatomic grafts than conventional abdominal implants. (B)(6) reports of a survey of 279 cases where perigraft seromas were identified. Fifty four percent of cases involved knitted dacron and 34% involved ptfe. He states that graft replacement provided a 92% cure rate. The association of seroma with implant location rather than the graft type was also shown by (B)(6). Four percent of the seromas he described were with axilloaxillary grafts. With eptfe grafts, ultra-filtration of serum through the graft wall seems the likely cause of seroma. It is possible that some fluid collects around many grafts, but is more apparent in tunnelled devices than those in the abdomen. It is also possible that some abnormality in the healing process allows serum to permeate through the graft wall. Pricolo found that seroma fluid inhibited fibroblast growth. In some cases, seroma has only resolved when the graft type was changed, i.e., eptfe to polyester, or vice-versa, suggesting an allergenic mechanism. Symptoms went away when graft was explanted. A more recent paper by (B)(4) stated an overall incidence of seroma formation was 1.7% for a study of 427 patients between (B)(6) 2002 and (B)(6) 2005. Conclusion: the unusually high number of cases seen by dr (B)(6) suggests that there may be some other factor that is causing a higher than normal occurrence of seromas. This may be technique related and only displays sometimes in grafts with a single wall (bard or wrapped graft (vascutek/gore) type of structure and does not display in a tri-layer structure (atrium flixene).